Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported event. The se replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcb. The ventilator then passed all testing.

Event description:
It was reported that a ventilator display malfunctioned. There was no patient involvement.